Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted during testing. Pump error 63(variable 3) alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump had scratches and customer could not read the display. Customer's blood glucose value was unknown at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.